Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: fifteen days after the device was inserted, the cuff was found deflated. The nurse tried to re-inflate the cuff but it was impossible. The patient was re-intubated successfully. It is reported that the patient is in fine condition.